Event description:
On 6/12/2024, a sales representative reported via (B)(4) that an ar-9621-30t 30mm tap had the tip break off into the patient during mgs central tapping. The surgeon retrieved all the pieces from the patient and completed the case using the mgs system. A second surgery is not needed and no delay in the case. This was discovered during an rsa procedure on (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.